Event description:
It was reported that the device was displaying a service indicator and had multiple error codes in memory that indicate a potentially critical failure. Upon further evaluation, it was also observed that the device would not deliver therapy. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported intermittent failure. The system/memory pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.